Event description:
While using a byte night aligner, patient reported that the aligners on the bottom are cutting into their gums. Aligners look to have a crack or sharp edge. Provided tips for fit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.